Manufacturer narrative:
Product complaint (B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon (pds suture) products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon (pds suture) products used in this procedure? Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: j shoulder elbow surg (2018) ; doi: https://doi.org/10.1016/j.jse.2018.08.025. (B)(4).

Event description:
Title: reverse shoulder arthroplasty for acute fractures in the elderly: is it worth reattaching the tuberosities? This retrospective study discussed about the reverse shoulder arthroplasty (rsa) for acute fractures in the elderly. From july 2008 to april 2011, 37 patients (38 shoulders) (female=33; male=4; mean age=80 ± 4 years, age range=70 ¿ 88 years) underwent rsa to treat an acute dislocated or displaced 3- or 4-part proximal humeral fractures (phf) were enrolled in the study. During the procedure, the anterior deltoid was securely reattached to the acromion using absorbable transosseous sutures (looped pds; ethicon). Reported complication included hematoma (n=1) which was treated medically. In conclusion, tuberosity reconstruction and healing in reverse shoulder arthroplasty for fractures improves active forward elevation, external rotation, and patient satisfaction.